Event description:
It was reported via a general comment that proglides were mentioned in a social media post which referenced a suture break failure and a no blood flow [marker lumen blockage] failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number. B3: date of the event is estimated as 02/28/2024 d4: the UDI is unknown due to the part/lot number was not provided. E1: initial reporter is a non-abbott sales representative who mentioned the social media post to an abbott representative e1: facility name and the name of the person who posted the social media content was not provided.